Event description:
Received information stating customer received multiple occlusion alarms. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer was using apidra insulin.

Manufacturer narrative:
No product returning for evaluation. Attempts have been made to obtain all event information. Should new information become available, a follow up MDR will be submitted. Use of apidra insulin is contraindicated for the t:slim cartridge.